Event description:
It was reported that during a laparoscopic anterior resection procedure the ancillary trocar got struck and was broken. Half of the trocar was stuck inside the anvil shaft. Doctor was not able to use the product. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar the analysis results found that the device arrived in good visual condition and with the tip of the ancillary trocar was lodged inside the anvil. The breakaway washer was present and uncut and the device was received fully loaded with staples. The ancillary trocar tip was manually removed. The device was tested for functionality, the device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.